Event description:
During a gall bladder procedure, after five firings the jaw broke on the device, but did not break off. The jaw scissored. Case completed another clip applier of the same product code. No patient consequence.